Manufacturer narrative:
The treatment tip was not returned to the manufacturer for evaluation. The treatment data card was returned for evaluation. An evaluation of the data card indicated error messages were prompted during treatment to alert operator of not following instructions, a problem due to operator not maintaining full contact to skin with consistent and sufficient force during rep delivery, as well as treatment tip not in full contact with the skin. The system detects membrane temperature variations at all four corners. If on error occurs during an rf treatment, the rf delivery will be stopped and the system will display instructions for the operator indicating what actions might be required to resolve the issue. A review of the manufacturing records showed all requirements were met. Base on the available information the exact root cause of the event cannot be determined. Surface irregularities are known possible patient reaction to thermage treatment. In most cases solta recommends that surface irregularities be monitored for a period of six months post onset. Tissue fillers may be considered as a treatment option if the condition does not resolve on its own.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon of the investigation.

Event description:
It was reported that a patient experienced hives on the left jawline immediately after undergoing the procedure. Practitioner prescribed topical hydrocortisone and telfast. Patient's condition subsided the following day. The patient did not suffer any permanent consequences.